Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available supplemental report will be submitted.

Event description:
The customer requested assistance with the load sequence; she filled the cartridge with 3 ml of insulin, but the pump displayed a message requesting a minimum 50 units during fill tubing. The customer had reportedly loaded insulin into the cartridge before prompted and did not have the fill port up during fill tubing. Tandem technical support successfully assisted customer with loading a new cartridge and infusion set. Ther was no impact to the customer's blood glucose level.